Event description:
Complainant alleged that during a routine shift check of the device, the pace pulse width was out of specification. The complainant indicated that there was no pt involvement in the reported malfunction.